Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the fan contacts were deteriorated. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, a e101 (temperature switch error) occurred on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, h6 and h10. During the device evaluation, it was also found that the device overheats due to poor contact of the fan and the output connector deteriorated. However, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the reported phenomenon e101 (clv temperature error) occurred because the fan became unstable due to poor contact caused by corrosion on the fan connector contacts. This likely resulted in disabling heat exhaustion inside the device .a final root cause of the event was unable to be identified. Olympus will continue to monitor field performance for this device.

Event description:
The e101 occurred at the end of a diagnostic colonoscopy and esophagogastroduodenoscopy (egds) procedure. The procedure was completed with the same device. No anomalies were found before procedure. There was a delay of 5 minutes and the physician did not consider the issue clinically relevant for patient health. There were no injuries to the patient or user.